Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient¿s left hip was revised approximately 6 years post-implantation due to fracture of the femoral stem. During the procedure, the femoral components were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Foreign report source- (B)(6). Reported event was confirmed by review of photos of the explanted devices and pre-revision x-rays. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.